Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2025, that on (B)(6)2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, and dry skin, underneath sensor pod area only, which occurred 1 day after the sensor had been inserted in the arm. The patient stated they experienced itching when the site would get wet. The skin reaction was treated with a prescription of an oral antihistamine, bepotastine 10mg and a dermozole g ointment. At the time of the report the patient only experienced redness and itching, and it was understood that the skin reaction was still healing. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.